Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During installation of the pump console, the flow rate module did not display accurate flow values. There was no adverse consequence to a patient as a result of this event.